Event description:
It was reported intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. The customer also reported they use cold insulin which is off label use, tandem technical support educated the customer room temperature insulin should be used.